Event description:
It was reported that patient had a previous left total hip arthroplasty in (B) (6) 2008. Subsequently, patient had four dislocated hip events and was revised on (B) (6) 2009 to remove and replace the components.

Manufacturer narrative:
Event was originally reported on MFR report # 1825034-2009-00255, additional information providing devices removed along with part and lot numbers was received from the user facility. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).